Event description:
It was reported that the housing is damaged at bottom of the unit. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the lower case was damaged and contaminated. It was also noted that the upper case was contaminated, the side bail covers and battery drawer were broken, the battery drawer o-ring and one knob were missing, the battery release, ring cover, lead flex cover and battery contacts were contaminated, the ring was bent, the battery contacts were compressed and the keyboard was scratched.